Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, curved opening. A leak test was perform and were found two openings. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.